Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 gas blender system gave an error code associated to a discrepancy between the actual and set gas flow values during priming. There was no patient involvement.

Manufacturer narrative:
H10: the affected part was returned to livanova deutschland for a detailed investigation. The technician could reproduce the reported issue and in addition, another error message related to set value (actual value comparison error) appeared for co2 channel. To solve the issue, defective flow sensor needs to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.